Event description:
Pt was treated by paramedics for hypoglycemia sometime in march 2003. Pt was weaning suspect device at the time. Pt has continued to wear the device with no further complications. Device was not returned for analysis.